Event description:
During a knee arthoscopy, it is alleged that rapid flow from the pump occurred shortly after activation. Audible alarm sounded, tubing was changed and procedure continued. It is alleged that an extravasation occurred to just below the waistline. Pt's condition changed in the recovery room. Transfered to the intensive care unit with preliminary diagnosis of pulmonary effusion and was treated medically. No add'l surgical intervention was required. Doctor is unclear if the extravasation caused the fluid overload.